Manufacturer narrative:
The results of the investigation concluded that a distal edge of the guidewire exit port had been stretched. Functional testing revealed that a 0.014¿ guidewire was able to be inserted through the tip of the catheter and out the guidewire exit port with no anomalies. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the stretched guidewire exit port's distal edge is consistent with damage during use. The cause of the reported event remains unknown. Observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. Always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. If resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.

Event description:
A pullback was successfully performed in a tortuous lesion and pci was performed. After pci, the catheter was advanced to the lesion with resistance felt. When the catheter was attempted to be removed from the patient, it was stuck to the guidewire. The catheter and guidewire were removed together from the patient and the procedure was completed with another dragonfly optis catheter. During the procedure, the patient's blood pressure dropped and the patient experienced chest discomfort. The patient recovered without intervention.